Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years. According to the op report, the device was explanted due to prosthetic aortic valve insufficiency. The patient had been doing well for many years since her initial valve replacement in 1999, until recently in (B)(6) 2012, when she developed some shortness of breath and by echocardiogram was found to have severe prosthetic aortic valve insufficiency. She was referred for redo-aortic valve replacement (avr); however, this surgery was delayed several months because the patient had a cancer operation on her leg and had an open wound that took while to heal. She also developed an upper respiratory tract infection that took about another month to heal. She presented for redo-avr on (B)(6) 2013. The tee verified severe aortic insufficiency with fairly well-preserved lv function. During removal of the device, the valve was noted to he degenerated with dehiscence of one of the cusps which led to severe aortic valve insufficiency. A new edwards bioprosthetic valve was implanted. She tolerated the operation well and separated from cardiopulmonary bypass in hemodynamically stable condition with good ventricular function and a sinus rhythm on renal dopamine.

Manufacturer narrative:
(B)(4) = dehiscence of cusp. Device not returned. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of the reported event cannot be confirmed. According to the op report, there was a dehisced cusp causing the insufficiency. The pericardial tissue used in edwards' perimount devices has been shown to have lower incidence of structural valve deterioration in the long term in comparison to older models. Review of clinical reports for carpentier-edwards bioprosthesis show extremely low incidence of leaflet tears which can lead to regurgitation. The perimount pericardial bioprosthesis has demonstrated favorable hemodynamics, particularly in comparison to porcine valves which are more likely to fail from cusp ruptures or leaflet tears. Though some mild aortic regurgitation is expected to develop progressively, the carpentier-edwards aortic pericardial bioprosthesis has acceptable long-term transvalvular gradient and effective orifice size that has been shown to change trivially after 17 years of implantation. No further actions are possible with the available information.